Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have reload material and bio lodged in the I-beam window. The material measured from 0.031" to 0.074" in length and did not appear to originate from the returned device. The instrument failed to initialize during in-house testing. A review of the logs found no errors relating to initialization failures. Visual inspection found lodged material in the I-beam window. Once the material was cleared the instrument passed recognition, engagement, and initialization. The instrument moved intuitively in all directions with full range of motion. The instrument clamped, fired, and unclamped successfully. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument was not recognized by the system. The procedure was completed with no reported injury.